Manufacturer narrative:
The exact patient age is unknown however; it has been reported that the patient is over 18 years old. The complainant indicated that the device was disposed of and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2013-00294 and manufacturer report # 3005099803-2013-00295 address these devices. It was reported to boston scientific corporation that two speedband superview super 7 multiple band ligators were used for a hemorrhoid banding procedure performed on (B)(6) 2013. According to the complainant, while attempting to ligate hemorrhoids within the rectum, the same issue occurred with both speedband devices; (mr # 3005099803-2013-00294 and mr# 3005099803-2013-00295) the bands misfired. Reportedly, when attempts to deploy the bands were made, the bands came off the ligator head 'twisted.' The case was completed with a third speedband superview super 7 multiple band ligator. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.